Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the black box showed an unconfirmed replace battery alarm on event date (B)(6) 2014 at 22:11. The unconfirmed alarm drained the battery resulting in a power loss beginning at 22:44. The battery compartment was cracked between the bumper pad and cover. No battery cap was returned with the pump, so a test cap was used for the remainder of the investigation. A 24 hour duration test was successfully completed using the test battery cap with no power interruptions were duplicated. There was no evidence of internal moisture or damage to the power circuit found. Unrelated to the alleged power issues, the display screen had a pinkish contrast. All of the keypad buttons were intermittently responding to user presses. Contamination was found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.